Event description:
It was reported that shaft break occured. The target lesion was located in a coronary artery. A 2.75mm x 12mm quantum maverick balloon catheter was advanced but failed to cross the lesion and the shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.